Manufacturer narrative:
(B)(4). Date sent: 1/22/2026. D4: batch # 207d35. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cdh25a device arrived with no apparent damage. The breakaway washer was present, uncut and the device was fully loaded with staples. Further analysis of the device showed that the trocar was damaged. However, the anvil was removed and installed onto the trocar with difficulties. This defect has been correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system in addition, the device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as no malformed staples were observed. All staples were present and the device performed without any difficulties. Device history review: a manufacturing record evaluation was performed for the finished device batch number 207d35, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 12/17/2025. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: did the device staple? No. Did the device have staple line issues? Malforms, missing staples, no staples etc? Malformed staple. 1. Please provide more details about the device quality issue. 2. Did the device staple? No. 5. Was the breakaway washer completely cut? Yes. 6. Were there two complete tissue donuts? Yes. 7. Was it a partial cut? No. 9. Did the device cut the tissue? Yes. 10. Was the device locked on tissue with the anvil closed? Yes. 11. If yes, what steps were taken to open the anvil? Unknown. 12. If the anvil could not be opened, how was the device removed? Open the anvil with unknown measure. 13. Did the surgeon turn the rotation knob full revolutions as stated in the IFU? Yes. 14. Was there adjusting knob issues? Unknown. 15. Did the anvil detach? No. 16. Was there a patient consequence? If yes, how was the issue addressed? No. 17. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the unk surgery, after fired, could not open the jaw. Opened the jaw manually with big force and used suture to oversew. There were no adverse consequences to the patient. No additional information could be provided.